Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath. It was also reported right atrial (ra) lead was oversensing and undersensing. It was additionally reported that the right ventricular (rv) lead had a high number of short v-v intervals. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was oversensing and undersensing. It was also reported that the right ventricular (rv) lead had a high number of short v-v intervals. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.